Event description:
A peritoneal dialysis pt's clinic mgr reported the pt was hospitalized from (B)(6) 2015 due to fluid overload as a result of non compliance. It was reported the pt has a history of general non compliance to his peritoneal dialysis prescription and was under dialyzing due to continued drain complication alarms he received during treatments. Medical records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk if the device may have caused or contributed to the reported event. The post market clinical staff is in the process of requesting medical records applicable to the event. A supplemental medwatch will be submitted when further info is received.